Event description:
The manufacturer received information alleging a ventilator screen froze and the user could not get it to unfreeze. The user was getting ready to intubate the patient when the screen froze. The patient was not harmed and was placed on another device. The user held the on/off button for 5 seconds and was able to shut the device down. The device has not been returned to the manufacturer's service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.